Event description:
Revision of lcs implant construct which was originally implanted on (B)(6) 2008. This was a left-sided construct being revised (though the patient has also had their right side operated on previously for a total knee replacement). Patient presented with worsening instability over the last 6-12 months. On flexion and extension prior to commencing revision surgery, instability was visible & an audible click was heard when shucking the knee in mid-flexion. In the x-rays, significant posterior slope is visible. It was also noticed that the implants appeared oversized relative to the size of the patients bones. Implants were revised using attune revision stem & sleeve on the femur & tibia. The patella was not resurfaced as the surgeon was concerned that the patients bone was too soft and was concerned more harm would be done by resurfacing. He commented this may result in some anterior knee pain but that was a better alternative than the patella being resected and then unable to be resurfaced. The surgeon was happy with the end outcome. Other items to note is that the patient had rheumatoid arthritis and the surgeon commented their bone was the softest they had seen. The surgeon indicated that the instability and need for revision was most likely correlated to the original surgeon oversizing the implants & putting significant posterior slope on the tibia.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.